Event description:
It was reported that patient experienced issues with his inflatable penile prosthesis (ipp) as the doctor was not able to inflate the implant at follow up, one month after the implant procedure. Device remains implanted. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available at the time.